Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system camera was cycling intermittently. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). A medtronic representative checked the system and reported that the camera firmware software was at version 12. The medtronic representative updated the firmware to version 14, and tested the system. The medtronic representative was unable to replicate the issue after the firmware update. A software investigation was completed and determined the ndi version required updating to rev 14. Software is functioning as designed. A medtronic representative, following up with the site, opted to replace the navigation system camera and I/o hub. Medtronic investigation of returned suspect devices finds that the camera was connected to a known good system along with the returned I/o hub. The setup ran without issue for several hours. No problem found with the camera or I/o hub, both returned fully functional. The medtronic representative replaced the camera and I/o hub and performed a navigation system check-out, all areas passed. The medtronic representative reported the system was running normally after an hour with no camera issues.